Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the there was an error code on the footboard and the right foot load cell is not functioning. It is unknown if there was patient involvement or adverse consequences occurred.